Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced low blood glucose. The customer stated that one morning she woke up with low blood glucose of 28 mg/dl, she treated with food and went back to sleep. The morning of the call she was in the 50 mg/dl range and also treated with food. The drive support cap is recessed. Most recent set change was on (B)(6) 2015 and she was disconnected during the rewind/prime sequence. No issues found with the settings, the customer just mentioned she does not always program carb boluses and will sometimes adjust insulin amount for bolus suggested. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump was not exposed to a magnetic field. Customer stated she quit smoking cigarettes a month ago and this may be related to the issue. Customer was advised to speak with the doctor regarding the low blood glucose, monitor the insulin pump and call back if issue persists. Current reading was 116 mg/dl.